Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Device had cracked reservoir tube lip, cracked case near display window corners and cracked on display window noted.

Event description:
The customer reported via phone call that he went to change the reservoir and battery and noticed that none of the buttons on the insulin pump were responding. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.